Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the right atrial lead exhibited noise oversensing. The oversensing lead to inappropriate tracking and resulting in right ventricular pacing. The patient became symptomatic because of the lead noise. Programming changes were made. However, the patient was still feeling the pacing. The patient presented for lead revision procedure on (B)(6) 2019 and the right atrial lead was capped and replaced. The patient was stable post procedure.